Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured at 15 atm and detached. It was further reported that the balloon allegedly leaked and another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one dorado dilatation catheter device was returned for evaluation. The sample was appeared bloody and a bent was noted on the proximal end of the balloon. No other anomalies were noted on the returned sample. During functional evaluation, the device was attempted to inflate using an inhouse presto inflation device. Balloon partially inflated and did not deflated fully. When fibers were removed from the balloon, a kink on the inner guide wire lumen was noted. All anomalies were magnified under microscope. No other functional testing was performed. The investigation for the reported balloon rupture and leak remains inconclusive, since no evidence for balloon rupture and leak was noted on the returned device and no further functional testing due to the condition of the device. The investigation for the reported detachment of device is unconfirmed, since no detachment was noted on the returned device during functional evaluation. A definitive root cause for the reported balloon rupture, leak and detachment of device could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: b5, d4 (expiry date: 07/2023), h11: h6(method), h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 07/2023).

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured at 15 atm. It was further reported that another device was used to complete the procedure. There was no reported patient injury.